Event description:
The customer reported that this unit intermittently failed to power up and also reported having printer problems. There was no report of patient involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.